Manufacturer narrative:
Date of event: date unknown/ not provided. Serial#: unknown/not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If implanted; give date: unknown/ not provided. If explanted; give date: not applicable, lenses remain implanted. Phone: (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens could not be reviewed as the serial number was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that fibers were found in the cartridge on a number of occasions. The fibers were aspirated from the eye, and the lenses remain implanted. No patient issues reported. No pictures or better description is available and no further identifiers received. No additional information was provided.